Event description:
The medical center had an impella 5.5 supporting an operative patient. She was having heart bypass (CABG) surgery and the impella pump was placed in surgical mode while in the operating suite. During the surgical procedure the pump stopped due to a user error, as they used a hard clamp on the pump motor, rather than the soft clamp that is recommended. The stopped pump was explanted and the patient remained stable on the ECMO alone.

Manufacturer narrative:
The medical center discarded the impella pump product at explant. Further clinical details and data log retrieval are expected. Upon completion of the investigation, a final report will be filed. The failure mode will be monitored and trended.

Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop has concluded. The medical center never did return the impella product as expected. Only the clinical report was analyzed and it found the stop occurred due to user error of applying a hard clamp to the motor housing. The hard clamp was applied to the pump in surgery. The failure mode will be monitored and trended.